Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction. From the event description, the procedure was reported to be successful, and the device performed as intended. This indicates that the des was intact at the time of use. Due to the material characteristics and the aging behavior, there is no significant decrease in product performance including drug stability up to 3 years and therefore, no increase in risk is to be expected if the device is used 39 days after its expiration date. Also, the sterility of the orsiro mission would not be compromised if the sterile barrier was maintained until unpackaging as the same packaging and sterilization is used for products with 3 years shelf life.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment and was deployed in the patient, although the product had already expired. The hospital found that its protocol was not followed. The device was not confirmed before it was opened on the table, and the hospital system was down for an hour, so there was no warning that the device had expired. No patient complications were reported. The patient will be followed up for 90 days.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. 12-jun-2024 additional information: on (B)(6) 2024 the physician treated a lesion in the mid lad, the 2nd diagonal. The affected product (expiry date 11-apr-2024) was successfully implanted 39 days after the expiry date. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction. From the event description, the procedure was reported to be successful, and the device performed as intended. This indicates that the des was intact at the time of use. Due to the material characteristics and the aging behavior, there is no significant decrease in product performance including drug stability up to 3 years and therefore, no increase in risk is to be expected if the device is used 39 days after its expiration date. Also, the sterility of the orsiro mission would not be compromised if the sterile barrier was maintained until unpackaging as the same packaging and sterilization is used for products with 3 years shelf life.